Event description:
Eval revealed "no prime" warnings in the pump history and the force sensor was visibly damaged.

Manufacturer narrative:
There was no adverse event associated with this complaint. The pump was returned to animas for eval. Eval revealed "no prime" warnings observed in the pump history. The pump was not able to be primed during eval. The force sensor was found visibly damaged.